Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) inquired if their device was no longer working. After walking through a security, this patient has felt more tired, a change in medical status. It was not disclosed as to when the patient experienced this or for how long the patient has felt this way. Technical services advised following up with their physician and discussed inquiry in regards to gates and wands. No adverse patient effects were reported. This device is included in the shortened replacement window (4/05/2007).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
It was reported from the clinic that this patient is not device dependant and a latitude transmission noted normal device function about a month ago. Information suggests this device remains in-service. Should additional information become available this event will be updated. The device was later explanted for normal battery depletion and returned. Detailed analysis is pending.

Event description:
--